Event description:
Cochlear was notified on 10/02/2006 that this cochlear implant recipient was diagnosed last week with bacterial meniingitis. The recipient was recently involved in a motorcycle accident (date unk) with multiple head fractures and a related csf leak. Upon contraction of the infection, the patient spent several nights in the hospital, but is home now. Cochlear has requested more information from the associated medical staff and will relay it the FDA when received. This diagnosis comes 12 years post-implant. The patient did have a meniigitis vaccination (type unk) prior to implantation.